Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their charging box kept saying settings not available, cannot provide your desired intensity settings since this week. Patient stated they tried resetting the controller, but that did not resolve the issue. The patient was redirected to their healthcare provider to further address the issue, as agent reviewed role of representative and redirected patient to healthcare provider. Patient called back stating that they needed to reprogram their ins. Patient also stated that after the adjustment they contacted a manufacturing representative (rep) because when the patient lays down, the stimulation will go down to their chest and under their breast and the rep told the patient to wait and see how it works. Patient stated that they had been contacting the rep, but they did not receive any response. Agent redirected the patient to hcp for further assistance. Patient stated that they have an appointment this coming friday with the hcp.